Event description:
Please note: this report pertains to the second of two devices that were used during the same procedure. Refer to manufacturer report # 3005099803-2008-05179 for a description of the first device. A prolieve thermodilitation was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, during the procedure, the prolieve catheter leaked and the compression balloon would not hold pressure. The procedure was not completed due to the event. The patient's condition was reported as "stable."

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A product evaluation is pending; results will be provided in a follow-up medwatch report.